Event description:
It was reported that after an atrioventricular nodal reentrant tachycardia (avnrt) procedure, a pericardial effusion was noticed as the patient's blood pressure dropped and heart rate increased. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and approximately 200-300cc of fluid was removed. The patient was reported to be in a stable condition. According to the physician, the event occurred during placement of quad catheter. No transseptal was performed.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The following bwi devices were in use: carto 3 ((B)(4)), stockert ((B)(4)), ez steer 4mm bi-directional catheter (catalog and lot number unknown-disposed of). (B)(4).